Manufacturer narrative:
A system service check of the medrad® stellant flex CT injector, sn (B)(6), was completed on march 31, 2023 which confirmed that the injector was operating within bayer specifications. The stellant disposable set that was in use during the procedure was discarded by the site; therefore, they are not available for evaluation. The customer was unable to provide the lot number of the disposables; therefore, testing of retained samples was not possible. The offer of additional clinical applications training has been made to the customer and we are awaiting their response. In the event that additional information is obtained, a follow-up report will be submitted. The medrad® stellant flex CT injection system operation manual cautions the user as follows: warning: air embolization can cause death or serious injury to the patient. Do not connect a patient to the injector until all trapped air has been cleared from the syringe and fluid path. This information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event.

Event description:
A 65-year-old female patient from the emergency room was undergoing a CT scan of the abdomen and pelvis with intravenous contrast enhancement while connected to a medrad® stellant flex CT injection system. During the injection, an undisclosed amount of air was visualized within the heart on the displayed images. The patient became unresponsive and was successfully resuscitated. Subsequently, the patient was transferred for hyperbaric treatment and was reported to have been discharged to a rehabilitation unit with no neurological deficits noted. Note: this event occurred on (B)(6) 2023 at which time few details were provided regarding the alleged incident. At that time, bayer medical care made multiple unsuccessful documented attempts to gain specific information related to the incident. However, on (B)(6) 2023 bayer received additional incident details after which the reportability determination was made.